Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported clip close inability was confirmed via return device analysis. The difficult to remove could not be replicated in the testing environment. The coupler/mandrel weld break, kink on gripper line and corrosion on actuator coupler was observed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and a definitive cause for the observed coupler/mandrel break that resulted in clip close inability could not be determined. The difficulty removing the clip delivery system (cds) / steerable guide catheter (sgc) appears to be related due to user technique/procedural circumstances. The observed kinked gripper line was a result of user technique/procedural circumstances. Lastly, the corrosion on actuator coupler appears to be due to a consequence of exposure to residual saline solution to the device post procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional device referenced in b5 are being filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report the clip was unable to close and the difficulty removing the cds through the sgc. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the atrium and the arm positioner was rotated however the clip arms would not close. Troubleshooting was performed however was unsuccessful therefore the clip was inverted and the cds was attempted to be retracted through the steerable guide catheter (sgc). Resistance was met therefore force was applied, resulting in the tip of the sgc tearing. The cds and sgc were removed together. Another sgc and cds were used, and the clip was implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.